Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump got wet and low power. The reporter stated that the battery was replaced, the pump would still not power on. A third batter was put in and the pump beeped and showed the hr glass and then powered off. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2018 with the following findings: during investigation, the pump was unresponsive with no vibratory or auditory alarm, and a blank display. The allegation of no power was duplicated. Unrelated to the original complaint, moisture was found behind the display lens. The pump cover was removed to find moisture ingress on the printed circuit board and internal components. A battery cap was not returned and all testing was performed with a test cap.